Event description:
Reporter indicated that diagnostic testing at a routine office visit resulted in high lead impedance. The pt indicated he had stopped feeling stimulation 2-3 weeks prior to the office visit. No known trauma or pt manipulation occurred that could have contributed to the high impedance. The reporter also indicated the pt experienced an increase in seizures. The seizure level had returned to prevns baseline. The physician reported that there were no obvious lead discontinuities observed on the x-rays. X-rays have been requested by the manufacturer for review. The pt's device has been programmed off, and lead revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.